Event description:
It was reported that high threshold measurements and loss of capture (loc) was noted two months post implant. It was not specified if this was observed on the right atrial (ra) or right ventricular (rv) channel. Surgical intervention was undertaken. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. The device is in hospital possession. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.